Event description:
It was reported that during the preparation, it was reported that the ptfe (polytetrafluoroethylene) coating at the proximal end of the subject guidewire peeled off. It looked like the wire got caught in the catheter. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the ptfe coating was peeling. Functional testing was not completed because the reported defect was confirmed during analysis. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. As per the event description, the ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device. The reported issue is likely due to handling of the product during removal from the packaging. Therefore, a cause of handling damage has been assigned to this investigation.

Manufacturer narrative:
The subject is not available.

Event description:
It was reported that during the preparation, it was reported that the ptfe (polytetrafluoroethylene) coating at the proximal end of the subject guidewire peeled off. It looked like the wire got caught in the catheter. There were no clinical consequences reported to the patient.